Manufacturer narrative:
Citation: frank van der kley. Impact of age on transcatheter aortic valve implantation outcomes: a comparison of patients aged = 80 years versus patients > 80 years. J geriatr cardiol. 2016 jan; 13(1): 31¿36. Doi: 10.11909/j.issn.1671-5411.2016.01.004 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
All data were collected from a single center between 2007 and 2013. The study population included 240 patients (predominantly male; mean age 81 years), 18 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 30-day all-cause mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: moderate to severe regurgitation (valvular or paravalvular), valve migration, emergency valve-in-valve, aortic stenosis due to a degenerated transcatheter valve prosthesis, stroke, atrio-ventricular (av) block, cardiac tamponade, bleeding and vascular injury. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.